Event description:
The maximum vacuum of the pump was 15 in hg. A penumbra sales representative attempted to fix the pump but found nothing that he could fix and could not repair the pump. The customer destroyed the pump.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.